Manufacturer narrative:
Additional information: during the file review, it was noticed that also a gore® tag® thoracic branch endoprosthesis side branch (tsb121506e/ (B)(6) was successfully implanted on (B)(6) 2024. UDI# (B)(4). B5: event description was updated. A review of the manufacturing records for the tsb121506e/ (B)(6) verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis.

Event description:
On (B)(6) 2024, a gore® tag® thoracic branch endoprosthesis (tac123415e/(B)(6), a gore® tag® thoracic branch endoprosthesis side branch (tsb121506e/ (B)(6) and a gore® tag® conformable thoracic stent graft with active control system (tgmr373710e/ (B)(6) were placed into the upper descending aorta were implanted successfully.

Event description:
On (B)(6) 2024, the patient underwent a stage endovascular procedure to treat zones 2 -4 thoracic aortic aneurysm. The patient had a zone 2 arch repair with the innominate and left common carotid arteries being debranched and an elephant trunk being placed proximal to the left common carotid but distal to the lsa. On (B)(6) 2024, a gore® tag® thoracic branch endoprosthesis (tac123415e/(B)(6)) and a gore® tag® conformable thoracic stent graft with active control system (tgmr373710e/(B)(6)) were placed into the upper descending aorta were implanted successfully. Sometime after operation, on (B)(6) 2024, there appears to have been a stroke. The physician believes it is a right side hemispheric so is not related to the tbe implantation. Furthermore, that is may have happened prior to the implantation of the tbe. The physician is monitoring the patient. According to the physician, it was a technically successful procedure. Further information is not available.

Manufacturer narrative:
H6. Code c21: a review of manufacturing records is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. Please note that the a gore® tag® conformable thoracic stent graft with active control system (tgmr373710e/(B)(6)) was reported separately to tga and covered by the (B)(4). Also, the additional information was requested from the physician, however, the physician did not want to cooperate and provide any communication. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the information provided, it was a stage procedure. According to the physician, it was a technically successful procedure. The physician believes that the stroke was at the right side hemispheric so is not related to the tbe implantation. Furthermore, that is may have happened prior to the implantation of the tbe. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic branch endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke). Please note that the gore® tag® conformable thoracic stent graft with active control system (tgmr373710e/(B)(6) was reported separately to FDA and covered by the manufacturer report number 2017233-2024-04840. Also, the additional information was requested from the physician, however, the physician did not want to cooperate and provide any communication.